Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there three instances within a five day span in which the sensor glucose readings and blood glucose readings were 250 points apart. He also wanted to know why no alarms or alerts went off to indicate low or high readings. The customer stated that he went swimming three hours prior to the call and his blood glucose right after was 45 mg/dl, which he treated with orange juice and a candy bar. His blood glucose rose to 369 mg/dl but the sensor glucose read 116 mg/dl. Troubleshooting was initiated for the large discrepancies between the sensor and fingerstick readings. The customer confirmed that the issues have occurred on this particular sensor and not on any others. The issue regarding the sensor alert silence was resolved; however, the customer was still advised to turn the sensor off due to the sensor glucose versus blood glucose events. The sensor will be returned for analysis and a replacement sensor was shipped to the customer.